Event description:
Ous MDR - dislodgement was suspected for this lead. When the pocket was re-opened, it was noted that the helix had perforated the heart about 2 to 3 cm. The decision was made to leave this lead in place and implant a new rv lead to avoid having to subject the patient to open-heart surgery.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.